Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly and motor. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer's pump will be returned.